Manufacturer narrative:
H6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the returned device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. A review of the suture loop print specifications found material specifications and conformance to material and processing specifications must be provided. An analysis of the customer provided image shows all the provided needles and suture loops expected to be in the package. One of the suture loop hub appears to be broken at or near the strain relief collar. The complaint was confirmed and the root cause was related to device design.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a procedure, when the meniscus mender's package was opened, the needle was found broken and detached. Backup device was available to complete the procedure. No delay and no patient injuries were reported.